Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, peeling keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, missing display window cover, fading serial number label, missing end cap address label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s belt clip holder broke. The button¿s cover on the device peeled off. They could see the mechanical inside the device. The ring on the reservoir compartment was missing. The customer¿s blood glucose during the incident was 19 mmol/l. The insulin pump will not be returned for analysis.